Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple IV bags with the infusion adapter attached were provided to our quality team for investigation. Through visual inspection, particles were observed within the IV bag. The particles appeared white in color and based on visual characteristics; it is believed to be small particles of the phaseal membrane. Unfortunately, we were not able to safely extract the particles, therefore the specific composition cannot be identified at this time. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles and spikes are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used. Based on the available information, we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
Another incident has occurred. Other pirs: (B)(6). (B)(6) are experiencing a "foreign matter" in the IV bags, it looks small and white with a potential plastic nature. She is unsure where this is coming from, possibly phaseal? - it's mainly with trastuzumab (grey vial bung) and rituximab (grey vial bung) but can occur with other drugs. - its happening in baxter pvc and non pivc bag. - no drawing up needle used - they have a strict inspection policy for looking for foreign matter, in all cases it has not occured until they attach injector (515003) to the bag adapter (515306). So they check the syringe before injecting into bag and aren't seeing the matter.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.